Event description:
It was reported that the patient experienced a loss of stimulation due to an issue where the implantable pulse generator (ipg) was unable to be charged. The patients pre-existing pain returned and the patient was hospitalized, given pain medication and later discharged. The charging issue has since resolved.

Manufacturer narrative:
Additional information provided in blocks d1, d4 and g1.

Event description:
It was reported that the patient experienced a loss of stimulation due to an issue where the implantable pulse generator (ipg) was unable to be charged. The patients pre-existing pain returned and the patient was hospitalized, given pain medication and later discharged. The charging issue has since resolved.